Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller being disconnected from the batteries upon the patient being found with agonal breathing was not confirmed. The system controller (serial number (B)(6)) was not returned for analysis, and no log files were provided. It is unknown if the patient was in a condition to respond to the no external power alarm that would have occurred due to the controller being fully disconnected from the batteries. The root cause of the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, instruct users on how to identify and resolve alarms that sound from their system controller, including alarms associated with no external power and power cable disconnect conditions. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2025 the patient was found down at the bottom of stairs with agonal breathing, left ventricular assist device (lvad) battery was found disconnected.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.